Event description:
It was reported that the patient was implanted a durom femoral component (exact catalogue number unknown) on an unknown date at an unknown side. It was reported that the device needed to be revised on an unknown date due to unknown failure reason. It was further reported that the associated durom acetabular cup stayed implanted.

Manufacturer narrative:
The manufacturer did not receive devices, or x-rays for review. No surgical report, x-rays or other source documents were provided for review. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).